Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", low bg level of 46 mg/dl. Cause was not known. Customers spouse administrated a manual correction injection to address elevated bg and customer consumed carbohydrates to address the low. Recommendation was made to consult with a healthcare provider regarding diabetes management.